Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00418. It was reported that the patient underwent an unrelated surgical procedure, where the leads were damaged, and the patient lost therapy. Surgical intervention took place where the leads were explanted and replaced, as well as the ipg was electively explanted and replaced to address the issue, therapy was restored following the procedure.